Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump appeared to infuse a blood transfusion too slowly. The nurse added 300ml volume and after the 300ml had infused there was still 100ml left to infuse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.